Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The customer reported two (2) false positive results with the alere determine hiv 1/2 ag/ab performed on multiple dates. This MFR. Report addresses test one (1) of two (2). The customer reported a false positive result with the alere determine hiv 1/2 ag/ab performed on (B)(6) 2024. Repeat testing was performed on an unknown date which generated positive result. Confirmatory testing was performed in laboratory on an unknown date which generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 834146 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648/ lot 834146, test base part number 10732998/ lot 834824. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 834146 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, it could have possibly been related to the specific patient sample.

Event description:
The customer reported two (2) false positive results with the alere determine hiv 1/2 ag/ab performed on multiple dates. This MFR. Report addresses test one (1) of two (2). The customer reported a false positive result with the alere determine hiv 1/2 ag/ab performed on (B)(6) 2024. Repeat testing was performed on an unknown date which generated positive result. Confirmatory testing was performed in laboratory on an unknown date which generated a negative result. No additional patient information, including treatment and outcome, was provided.